Event description:
The olympus representative reported on behalf of the customer, during a diagnostic procedure, the endoeye flex deflectable videoscope was plugged in, no light came on, and pressure was lost fast. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The scope had light on the light guide lens when the connector was plugged in the processor. No image issues were found. The light issues could have been from the lamp from the processor (was in stand-by mode). The scope was leaking from a broken light guide cover glass and the bending section cover had excessive scratches. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The device was leaking from where the light guide cover glass was broken, which may have affected the suggested event. Meanwhile, the light source which was used with the subject device may have had some irregularity since the suggested event was unable to be confirmed during evaluation. Any further cause was unknown since the user did not provide any additional information.